Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they experienced a shocking sensation, overstimulation, and a loss of therapy/stimulation from their implantable neurostimulator (ins). The stimulation issue reported was not related to positional movement. The patient stated that during a reprogramming session with the manufacturer's representative, they were not aware that he was adjusting the stimulation and it was increased too high for them resulting in a shock. They also mentioned that they had overstimulation when they turned the device off. The patient was told to use the stimulation 25-50% of the time but they did not know what this meant and did not get clear direction. The patient also reported new pain in the pelvic area and was diagnosed with a pelvic infection. It was noted that when they used the stimulation therapy, it would irritate them. In addition, the patient stated that they had seizures in the past and had difficulty remembering now. They also had "multiple medical issues" but it was not known if these were related to implanted device (additional follow up is being conducted). The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.